Event description:
It was reported that the patient's lead was replaced due to high lead impedance. Pin reinsertion was attempted twice. The second time the pin was re-inserted, impedance was ok, but then went back to high when in the generator pocket. Nothing was obstructing the header. A test resistor used with the generator was within normal limits. The doctor saw condensation in the lead and proceeded with lead revision. The suspect product has not been received to date . No further relevant information has been received to date.